Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the 1st handle fired tacks appropriately after changing reloads twice, tacks started firing poorly. The tacks would stick to mesh and tear it and would not purchase the tissue. A second handle was opened and that one would not load. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. No device loading unit (dlu)s were received. The handle could be actuated and the unit cycled properly with no dlu attached. Additionally, the articulation knob functioned properly. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.